Event description:
There was no device failure, malfunction or complaint reported. The patient was undergoing a coronary artery bypass procedure. The endovenous drainage cannuls was placed as part of preperation for the procedure. During a minor adjustment of the first stage introducer, a perforation of the right atrium occurred, prompting conversion to a median sternotomy. The guidewire had been retracted into the lumen of the introducer at the time of the perforation. The patient's clinical course was subsequently uneventful.